Event description:
Additional information: as of the date of this report, patient outcome was indicated as no injury.

Event description:
Additional information received later reported that the patient underwent a catheter revision only on (B)(6) 2012. A complete fracture at the spinal entry site was observed, approx. 15 cm of spinal catheter free floating in csf (cerebrospinal fluid). Physician decided to replace entire with catheter tip level at t-9. Patient's pump was not explanted/replaced.

Event description:
The actual residual volume (arv) was greater than the expected residual volume (erv)- arv: 15ml, erv: 3ml. The patient experienced a return of symptoms with increased pain. Increased pain started a month ago. There were no alarms and the pump programming was noted as correct. A dye study was performed. When the healthcare provider (hcp) attempted to aspirate from the cap (catheter access port), he was unable to. He decided to push the dye which was difficult but he could inject. Patient complained of pressure at the lumbar site. Drugs delivered via the device were morphine 25mg/ml at a daily dose of 6mg/ml and bupivacaine 5mg/ml. It was later reported that the problem "wasn't filling the pump, but as soon as the hcp got his needle into the pump there was "a lot of pressure that just started pulling drug into the syringe without him having to pull back on syringe." The patient wasn't having any symptoms other than "she had been in more pain than usual and also had recently been diagnosed with liver cancer." Erv was now noted as 3.3ml. The cause of the discrepancy was unknown. Patient had an appointment with a neurosurgeon on (B)(6) 2012 and a tentative surgery for catheter revision was scheduled on (B)(6) 2012. Patient currently was receiving oral pain meds. A follow-up report will be sent when more information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: catheter model: 8709, serial #: (B)(4), implanted: (B)(6) 2010, explanted: unk.

Manufacturer narrative:
(B)(4)